Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
IT WAS REPORTED THAT A DISPLAY ISSUE OCCURRED. NO PRODUCT OR DATA WAS PROVIDED FOR EVALUATION. THE ALLEGATION AND A PROBABLE CAUSE COULD NOT BE DETERMINED. NO INJURY OR MEDICAL INTERVENTION WAS REPORTED.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(b)(4).3004753838-2026-190950 was reported in error. Please disregard initial reporting of this event as this event has now been deemed Not Reportable.